Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating a large air bubble in reservoir. Customer's blood glucose was between 300 mg/dl and 310 mg/dl. Customer declined troubleshooting for air bubbles. Customer also reported of having infection at site.